Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected four opened/used sensors, and performed testing. One of four sensors failed for high readings. The three remaining sensors passed per specification with accurate readings. Also, all four sensors had bent cannulas. Unable to confirm that the customer received the sensors in said condition due to the sensors being returned opened/used.

Event description:
Customer reported the insulin pump went into threshold suspend. Customer's blood glucose was 110 mg/dl and sensor glucose was 67 mg/dl, 39.1% difference. Customer uploaded information to carelink. Average difference between sensor and blood glucose readings was 44.5%. Sensor graph was not trending in the same direction. No rapid arrows were displayed on the device. The senor was not responding well with changes in glucose. Sensor was calibrated correctly. Customer was advised that pressure can be a possible cause of the issue. Customer was advised to remove sensor and it was a little bent. No further information reported.